Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter read inaccurately erratic and inaccurately high compared with a laboratory device. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issues began on (B)(6) 2013, at 3pm, while already in the emergency room (ER); it is not specified when the patient went to the ER or the reason for the ER visit and it is not clear if the patient suffers from other health conditions. According to the csr¿s documentation, six hours before the alleged meter issue began the patient reportedly was experiencing symptoms of nausea, vomiting, and weakness; the patient¿s previous blood glucose reading (with the subject meter) before his symptoms began is not known or what action the patient took in response to his previous reading. It is also not known what the patient¿s blood glucose reading was (with the subject meter) prior to going to the ER. According to the csr¿s documentation, at an unspecified time that day, the patient reportedly had obtained a reading of 500mg/dl or above with a laboratory device; it is not clear, however, if the reading was obtained prior to start of the alleged issue when the patient arrived at the ER. At the time of the alleged meter issue, the patient reportedly obtained blood glucose readings of ¿343 and 395mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 20% and/or <= 20 mg/dl. After obtaining the reading of ¿395mg/dl¿ with the subject meter, the patient reportedly obtained another laboratory reading of ¿260mg/dl¿, performed less than 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. After the alleged meter issues occurred, there is no indication the patient received any form of medical intervention (only that during his time in the ER his blood glucose was taken). At the time the patient contacted lfs, he reportedly was still in ICU, the reason for his hospitalization is not clear. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.